Event description:
The iab leaked. This was the only info available at the time of the report. On 1/8/97, co was notified that the iab was discarded and would not be returned for evaluation. (Event complications: unk - reported 12/24/96. (Pt's current status: unk - rpt'd 12/24/96).